Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly, however corroded keypad traces noted during visual inspection. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had low blood glucose levels of 59 mg/dl. The customer drank chocolate milk and felt fine. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).